Event description:
Pt reported obtaining back-to-back blood glucose results of 516 mg/dl and 66 mg/dl, while using the suspect device. At the time the results were obtained, pt's device was incorrectly coded for the test strips. Technical support assisted pt in recoding device and shipped qc solutions to pt for troubleshooting. Two days later, pt reportedly performed qc tests on the suspect test strips and the results were reported to be within acceptable ranges. Four days after pt initially obtained discrepant results, pt measured blood glucose using the suspect test strips and obtained a result of 499 mg/dl. Pt immediately opened a new vial of strips and retested blood glucose with a result of 118 mg/dl. No pt injury was reported and no treatment was received. Pt did not perform qc tests on the new test strips. Technical support requested the return of the suspect product and replacement product was shipped.